Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) lock failed multiple times. A field service engineer (fse) performed a visual inspection of the smart remote manager (srm) and found that the cover door was slightly dislodged, and the 985-center lock was misaligned and defective. The fse replaced the lock and tested proper operation using the hardware test application (hta), confirming normal functionality and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager lock failed intermittently and did not lock properly. Additionally, the key could not be inserted into the lock due to suspected misalignment or damage. The issue required maintenance intervention. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.